Event description:
It was reported that a nursing home patient was admitted for respiratory distress. The patient was initially intubated in the emergency department and about a week later,a tracheostomy tube was placed. Two hours after the tracheostomy tube placement, the patient developed respiratory distress and was unable to be ventilated. The patient was then emergently intubated, and sent for another trach. It was reported that the cuff on the tracheostomy tube was tested prior use. A couple days later, the patient was suctioned easily initially but then became difficult to ventilate and began to develop subcutaneous emphysema and required an emergent intubation. When the tracheostomy tube was removed, it was noticed to have a ruptured cuff. The patient subsequently expired.

Manufacturer narrative:
(B)(4). It was reported that the product was not retained by the customer and is not available for evaluation.